Event description:
New information received notes that the patient was not feeling well and was fiddling with the water knobs to take a shower and his wife came back in and found him on the floor. The patient was taken to the hospital, coded 2 times and had no spontaneous respirations and died.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was cardiac unknown. No further information is available at this time.